Event description:
The customer reported that the reservoir tank was leaking cidex opa. There were no physical complaints reported. The customer received a new reservoir tank and repaired the unit.

Manufacturer narrative:
Other- capital equipment, evaluated at customer site. The customer replaced the reservoir tank. Unit returned to service.